Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1jpfb, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the surgeon was unhappy that the boot cover only tightened onto contact 3 and didn't protect the other contacts. The patient had their leads placed on (B)(6) 2017, stage ii was on (B)(6) 2017. During the stage ii, the surgeon had difficulties retrieving the boots protecting the leads to connect to the extensions. Because of the tension, the contacts became separated on both leads. The surgeon was unhappy with the design of the boot cover and how it only connected to contact 3. It was noted there may have been scar tissue making it difficult to expose the leads. The lead fit into the extension but with difficulty. Impedance checks were done throughout the procedure and they were normal. It was reported the surgeon had to expose more of the lead than normal. The issue was resolved at the time of the report. No further complications were reported as a result of this event.